Manufacturer narrative:
Upon receipt, the lead was found dissected some 11 cm distal to the is-1 connector pin. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. Due to the damages an electrical inspection of the lead was limited to the dc resistances of the lead fragments. No peculiarities were found. The deformation of the fixation helix and the bend in the lead's distal part resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that atrial lead impedances were varying from 600 to 1,000 ohms. The device is implanted in the right pectoral region and the patient experiences muscle stimulation when sleeping on their right side. The physician observed varying impedance measurements when the patient rolled onto his right side. The patient was sent for an x-ray. New information was received two weeks later indicating this lead had dislodged. The lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead has not been returned. Should this lead be returned, this event would be reopened and evaluated further.